Event description:
Caller reported discrepancy between displayed and actual time on pump, exceeding five minutes. There was no adverse impact to the customer¿s blood glucose level, with readings not above 500 mg/dl or below 54 mg/dl. Customer technical support assisted the caller in updating the pump time and advised monitoring for future discrepancies. Caller understood instructions and acknowledged the advice given.